Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 293 and 271mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/29/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is concerned with all the results listed above. All results are fasting. Times and dates are subjective to the customers records.